Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results from the cobas 6000 e601 module. The initial result was 486 (485.8) miu/ml and was questioned by the doctor as it did not match the ultrasound results for the patient. The repeat result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 29361 miu/ml and was believed to be correct. A separate sample from the patient was tested, and the result was 29414 iui/ml.